Event description:
On (B)(6) 2012, the lay user/patient's spouse contacted lifescan(lfs) alleging that the patients onetouch ultra2 meter was reading inaccurately high. This complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the reporter. During the follow-up call, the reporter informed the mss that on (B)(6) 2012 at 3:13pm the patient obtained a message of "hi" with the subject meter. Per the owners booklet this message appears when the meter detects a blood glucose over 600 mg/dl. The reported stated that the patient felt fine at time of receiving message and retested her blood glucose with the subject meter and then obtained a result of "34mg/dl". Per the reporter the patient retested herself again and obtained another reading that was unusually high (result not recalled). The patient's spouse stated the blood glucose tests were performed within 12 minutes. In response to the high readings the patient reportedly took a correction bolus (12 units of humalog). Approximately 1 to 1 1/2 hours after taking the correction bolus, the reporter stated he found his wife unresponsive in their bedroom. The reporter tested the patient when he found her and stated her blood glucose was in the "30's mg/dl" range. In response to low blood glucose he administered a glucagon injection and when she did not respond he administered a second glucagon injection 15 minutes later and then called emergency services. When emergency services arrives the reporter confirmed they tested the patient's blood glucose with their device and was still low (result not provided). The patient's spouse stated they treated patient with IV glucose and transported her to the emergency room. The reporter believes the patient began to regain consciousness on her way to ER. While in the ER the patient was kept on the IV and stayed several hours for observation prior to being released. During the follow-up call, the reporter informed the mss that he ran a control solution test prior to contacting lfs and at the time of the call and both control readings fell within the specified control range. It was noted that the test strips were in good condition and within their expiration date. This complaint is being reported because the patient's spouse claims the patient obtained inaccurate high readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.